Event description:
It was reported that the patient complained intermittent hearing impressions. Since 2005 the patient has no hearing impressions at all. Telemetry testing resulted in weak/poor coupling. The device has malfunctioned.